Manufacturer narrative:
The complaint samples were received for evaluation. As the complaint samples were received opened, the reported difficulty could not be confirmed. A manufacturing investigation is in progress. A follow-up medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
It is reported by a patient that a contact lens was torn during wear on (B)(6) 2014. Follow-up information received states that the patient consulted a physician on (B)(6) 2014 and was diagnosed with a "small scratch on the eye;" the physician prescribed an unspecified moisture agent eye drop and did not instruct the patient to return for follow-up. The patient consulted the physician again on (B)(6) 2014, after experiencing a mucous discharge from the affected eye, and was told by the physician that the scratch previously diagnosed was still present. At that time, the physician prescribed an unspecified antibiotic eye drop and advised the patient that contact lens wear could resume, unless the patient was "worried" along with the advice to use the prescribed eye drops and "wait a while."). The (B)(6) 2014. At this visit, the physician noted that the scratch had not resolved as of yet and prescribed another unspecified moisture agent eye drop to use bid-qid. The physician instructed the patient to cease contact lens wear and to return to the office for follow-up after the course of eye drops prescribed had been completed. New information entered into the record on (B)(6) 2014 states: additional information from follow-up on (B)(6) 2014. The prescribed eye drop (at doctors visit on (B)(6) 2014) is only the dry eye treatment (mucosta ophthalmic suspension ud2%). The consumer visited the doctor for a follow up visit on (B)(6) 2014 and was prescribed ophthalmic suspension ud2%, and an unspecified moisture agent. The consumer was advised that contact lens wear could resume. No further follow up medical appointment is necessary.